Manufacturer narrative:
This report is for an unknown locking screw/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, the patient underwent a revision procedure due to non-union of distal humerus fracture. During the revision procedure, all the original implants were removed which included a 5-hole 1/3 tubular plate, five (5) cortex screws, and one (1) 3.5mm locking screw. The patient was revised to a 8 hole, 3.5 extra articular distal humerus plate. The procedure was successfully completed with no surgical delay. Patient status was good. This is report 3 of 7 for (B)(4). This report is for an unknown locking screw.